Event description:
It was reported that after a recent new implant procedure, in recovery post interrogation, it was discovered that varying r wave with decreased amplitude and increased capture thresholds were observed on the right ventricular (rv) lead. The physician suspected the patient took a deep breath which caused a loss of slack on the rv lead. The patient was brought back into the lab and the rv lead was repositioned (B)(6) 2024, and all measurements were stable. The patient stable.